Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit] and hypoglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes chapter 13 / page 176: hyperglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported the patient patients pod fell off and experienced blood glucose (bg) levels of 16 mg/dl about 6 weeks or so ago. The ambulance arrived and gave the patient intravenous dextrose. The patient stated that they went through a period of 2 weeks, where his blood glucose would not stay up. They would suspend the insulin completely and got into the 20-30's. She said that the glucagon they used stopped working. And the patient loss consciousness. The patient tried the glucagon and it didn't work. The patient was not taken to a facility, he was treated at his home. The patient's primary doctor suggested that they lower the basal from 1.6 to .80. Now he is on 1.2 units for a basal rate. No additional information was provided.